Event description:
Physician was operating on patient's neck with a #3 kerrison, when the small screw from the kerrison was noticed to be missing by the physician. A post-procedure x-ray of anterior neck was done, screw not found in x-ray per negative report. Instrument was removed from field and given to materials coordinator. Screw was then found on sterile field and removed from area. No harm to patient.what was the original intended procedure?c6-7 anterior cervical discectomy, decompression of spinal cord followed by allograft fusion followed by c6-7 anterior cervical plating using medtronic venture plate.device #1is this a laboratory device or laboratory test?no.